Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted to a pediatric patient through a burr hole on the right side. After implantation, a hematoma was found and removal surgery was performed through a burr hole on the left side. The device was working properly just after surgery; however, it suddenly sounded the alarm about 1.5 hours after the measurement had started and the sensor was found broken on (B)(6) 2015. The device was removed, and there were no adverse consequences to the patient.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. Quality records could not be reviewed due to the barcode label being missing from the connector. The device was returned in three sections. Based on the condition of the device, no functional testing was possible. Evaluation of the returned device found that the catheter material was stretched and broken, the internal wires were exposed and broken. Based on their evaluation, the supplier was able to confirm the reported issue and determined the cause of failure to be mishandling fo the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.